Manufacturer narrative:
The date of event reported by the customer was (B)(6) 2022. However, the reported procedure date was (B)(6) 2022. Device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure performed on (B)(6) 2022. During the preparation, the balloon was inflated; however, it popped off of the syringe connection at full pressure (atm). The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event.